Event description:
The physician's assistant (pa) states that endovascular vein harvesting device is burning the vein while harvesting. Vein to be used in procedure is thermally damaged as a result. The surgeon was made aware. The biomed tested the vasoview power supply according to service manual, it passed all tests according to manufacturer specifications. The device was returned back to service.